Event description:
It was reported that a bolt on the front of the rollator which attaches the front wheel to the frame broke while the end user was sitting. End user reportedly fell at the time the bolt broke. No patient injury reported.